Event description:
Same case as MDR ID#: 2134265-2012-07007. Reportable based upon analysis completed on (B)(4) 2012. It was reported that during a percutaneous coronary intervention and stenting treatment procedure, inflation difficulties were encountered and damage to the balloon was noted. Vascular access was obtained via radial artery. The eccentric de novo target lesion was located in the mildly tortuous and calcified mid to distal left anterior descending artery (lad) with a significant bend. A 3.00 x 20 mm nc quantum apex monorail balloon catheter was used to predilate the target lesion. However, the balloon was not able to be inflated after being advanced to the target lesion. Upon removal, the balloon was noted to be damaged. Then another 3.00 x 20 mm nc quantum apex monorail balloon catheter was advanced, however, it was unable to be inflated. Upon removal, the balloon was noted to be damaged. The target lesion was predilated with a different device and a 3.0 x 38 mm promus element stent was deployed successfully at the target lesion. No patient complications were reported and the patient's status is stable. However, returned device revealed a longitudinal tear in the balloon.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: examination of the returned device revealed blood in the balloon and inflation port. The balloon was deflated. There was no evidence of any proximal bond anomalies or distal outer neckdown. Magnified inspection revealed a longitudinal tear in the balloon wall on the proximal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The analysis results are consistent with the reported inflation difficulty and balloon damage. Functional testing confirmed that the balloon damage prevented balloon inflation. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).